Event description:
It was reported that during preparation of the 2.5 x 23 mm xience prime device, when the protective sheath was removed, the stent implant became dislodged. The dislodged stent implant was found in a tray. The device was not used on the patient. There was no clinically significant delay of procedure reported. The physician stated that handling during preparation may not have been appropriate. No additional information was provided.

Manufacturer narrative:
(B)(4): incorrect preparation. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the japan xience prime everolimus eluting coronary stent system instructions for use instructs the physician to gently remove the protective sheath. Based on the information reviewed, there is no indication of a product deficiency.